Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd cathena¿ bc straight catheter wouldn't retract during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: returned photo showed safety activation failure. No safety activation failure was detected during outgoing inspection. A review of past 12 months quality notification was performed, no qn raised for safety activation failure. Future investigation could not be conducted as there was no sample returned for investigation. Therefore, the root cause could not be determined. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It was reported that bd cathena¿ bc straight catheter wouldn't retract during use. No serious injury or medical intervention was reported.